Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that when the programmer was turned on there was no sound. It was noted that excessive contamination was found internally. The programmer will be dispositioned as scrap. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer was turned on there was no sound. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.